Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels around 200 (mg/dl); however, the customer did not provide a specific value for their highest bg level. Customer administered boluses to treat their bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.